Event description:
Boston scientific received info that the pt with a history of gall bladder problems was in the ICU with a drain when ventricular tachycardia (vt) or ventricular fibrilation (vf) was observed. The pt was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system, then brought back 2 weeks later for a wound check where the staples were removed. Then 18 days after that, the pt was seen again for a post operative check where an infection was noted as there was an area of puss observed near the implant incision. The entire system was explanted (B)(6) 2014. The boston scientific field rep was not present for the explant procedure, so had just become aware of this. The field rep was told that the pt was sent home with a wound dressing and antibiotics. The pt was only home for a few weeks and was supposed to have home health care, which didn't happen initially and the pt refused to return to the hosp for care. Home health care eventually came to check the pt (B)(6), which then the pt was admitted back to the hosp where the wound dressing was surgically removed. The pt continued on intravenous antibiotics. The pt was discharged from the hosp in (B)(6) with a life vest. While at home, the pt did not want to wear the life vest. Then in (B)(6), when the pt's husband returned home from work, the pt was found deceased. The cause of death was not known, but the field rep stated the pt had been cleared of sepsis.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.